Event description:
The physician was using the system. During the procedure as he was manipulating the separator back and forth for some time, he noticed under fluoro that the tip of the separator stopped moving. He removed the entire system including the guide catheter and discovered that the separator had broken at the proximal end at the transition. The physician said he felt friction before it broke but kept on using it until it broke. At that point, he did not have another separator so he attempted to complete the case using a different product.

Manufacturer narrative:
Technical eval: the device broke at the proximal end past the proximal support zone on the transition zone. Conclusion: based on visual inspection, the separator bent beyond and around the teardrop at the distal end of the catheter. Further cycling of the separator with the bent tip required more force, this may have caused the separator to become stuck at the tip of the catheter and created the resistance that the physician felt during insertion. When the physician advanced the separator, the smaller diameter coated working zone is extracted outside the rhv during the cycling process and was bend because it could not be advanced further, requiring more force during the cycling motion. Along with the friction noted, the separator gave way and broke at the proximal section. This MDR is being filed as part of the remediation action taken as per penumbra (B)(6) 2010 update to the FDA warning letter dated december 31, 2009.